Event description:
Same case as MFR report# 3005099803-2008-00925, 3005099803-2008-00926, 3005099803-2008-00927, 3005099803-2008-00928. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, four basket breaks and detachments and resistance and kinks occurred. The lesion was located in the common bile duct (cbd). It was noted that the patient had a 1cm "square-like biliary stone" located within the cbd. An unspecified guide wire was placed and an unspecified sphincterotome was advanced to cut the ampilla. The guide wire remained in place while the sphincterotome was removed and the extractor rx 15mm x 18mm balloon was advanced through an unspecified endoscope. Approximately 1 meter from the distal tip, the catheter kinked and was "resistant to movement". The balloon catheter was removed and another of the same device was successfully advanced, however, this balloon catheter was unsuccessful in moving the stone and was removed from the patient. The physician advanced an rx lithotripter compatible basket, however, "before the tip of the basket entered the ampilla, the clear plastic sheath of the basket broke up and detached from the metal coiled catheter". A second rx lithotripter compatible basket was advanced but, again, the clear plastic sheath of the basket broke and detached from the metal coiled catheter prior to entering the cbd. A third rx lithotripter compatible basket was advanced and, again, the clear plastic sheath of the basket broke and detached form the metal coiled catheter prior to entering the cbd. The guide wire was removed from the cbd and a fourth rx lithotripter compatible basket was advanced to the cbd to successfully capture the stone. Upon withdrawing the stone from endoscopic view, the plastic sheath of the basket broke and detached from the metal coiled catheter. It was not known what method the physician employed to remove the stone or each of the rx lithotripter compatible baskets, however, it was noted that the physician "did not find any plastic debris remaining in the duodenum of the patient". It was further noted that the "case was completed successfully" and the patient's status is reported as "stable".